Manufacturer narrative:
Four samples of item number 8881135609, lot number 2431700964 were submitted for quality evaluation. All the samples looked to have some type of fluid between the syringe barrel body and the stopper. All four samples of the syringes confirmed the failure reported. The details were relayed to the supplier of the syringe, and a case has been created. The root cause for the foreign matter on the syringes is unknown. The supplier was informed of the issue for further investigation. We will continue to monitor the issue and escalate the issue if a trend is identified.

Event description:
It was reported that the bd pca set had foreign matter in the fluid path. The following information was provided by the initial reporter: the monoject syringe was found oily and when filled the oil is clumped inside. Defective quantity: 21. Observed during which process stage: compounding. Is patient impacted? No. Is there a trend observed? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.